Event description:
The plaintiff's atty alleged that the pt experienced a sudden cardiac event on or about (B)(6) 2008 caused by the exposure to naturalyte and/or granuflo product during dialysis treatment.

Manufacturer narrative:
Please note that an initial event for this same pt was received earlier in 2013 and indicated the pt had experienced a cardiovascular event and was referred to as "the decedent." Therefore, accordingly the type of reportable event for these same products associated with this pt was reflected as death were submitted under mfg report number 1225714-2013-00767 (the initial medwatch report number for naturalyte) and mfg. Report number 1225714-2013-00766 (the initial medwatch report number for granuflo). This is one of two initial device reports for this pt for the serious adverse event that occured on (B)(6) 2008.